Manufacturer narrative:
Additional information. The initial reporter indicated that the device was not available to be returned for evaluation, and although requested a lot number for the device was also not available; therefore, a product evaluation and a review of the device history record (DHR) could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors such as loading or handling techniques, or procedural factors might have contributed to the event. A review of the complaint trends for the product indicates that the volume of complaints is within the acceptable control limits, and there are no negative complaint trends observed.

Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that while the lens was being implanted the capsule ruptured, but no vitreous prolapse had occurred. During the procedure, the anterior chamber and capsular bag were filled with hyaluronic acid and during maneuver, it became apparent the capsule posterior had ruptured. The lens was removed and the li61aor was implanted instead.